Manufacturer narrative:
This report is being sent as follow-up #1 to update section h3, and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected and found to have been in used condition visible signs of blood. The carrier tube and hemostasis sheath were found to have been fully mated and in the fully rear-locked position. The internal components were found to have been deployed, and the collagen, suture, and tamper tube were present. The black compaction marker was found to have been fully visible and the clear stop indicator was also deployed. The anchor was not present on the device and appeared to have been detached. The complaint was able to be confirmed for an anchor detachment. The exact root cause was unable to be determined. The likely cause was determined to have been excess tamping resulting in anchor detachment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).

Event description:
The user facility reported that the physician felt the device was snapped and locked, however the angio-seal device fully came out of the insertion sheath when the device was withdrawn, and the hemostasis failed. Manual compression was applied to achieve hemostasis. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. The estimated blood loss was less than 250cc. There was no health damage. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.